Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating a failed battery test on their insulin pump. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer treated their blood glucose levels with manual injections. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was also informed that batteries should be stored at room temperature and be used within expiration date. The customer was assisted with the issue and the insulin pump started working as designed. The customer did not return the product back for analysis.